Event description:
Caller reported a malfunction on the pump, which occurred after the pump got wet while swimming. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as a backup therapy to ensure continuous insulin delivery.